Manufacturer narrative:
According to customer checklist; the surgeon was using the new medtronic robot, the surgeon places the bolts through the reducing sleeve on the robot, versus removing the sleeve as some do.

Event description:
On (B)(6) 2024 two anchor bolts broke off during a seeg surgical procedure. The surgeon was required to drill around the site (location of the anchor bolt) to increase the size of the hole to remove the bolt and its smaller pieces. There was no patient harm or injury reported.

Manufacturer narrative:
According to customer checklist, the surgeon was using the new medtronic robot, the surgeon places the bolts through the reducing sleeve on the robot, versus removing the sleeve as some do. Updated 03/08/2024: the product was returned for evaluation. The alleged complaint was confirmed that the anchor bolt was broken. The anchor bolt broke at the point it was designed to break. Breaking can occur from many things like excessive force when tightening, patient movement (seizures) during monitoring, etc. In this case, the bolts broke at removal but we are not able to determine when the damage leading to the break occurred. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "alap". No further action is needed at this time. "UDI related data quality updates only" clarification and correction of the following missing items from previous supplemental report: combination product- no brand name- anchor bolt kit, lsb style model and catalog number lskb1-bx-05 primary di (B)(4).

Event description:
On (B)(6) 2024 two anchor bolts broke off during a seeg surgical procedure. The surgeon was required to drill around the site (location of the anchor bolt) to increase the size of the hole to remove the bolt and its smaller pieces. There was no patient harm or injury reported.

Manufacturer narrative:
According to customer checklist; the surgeon was using the new medtronic robot, the surgeon places the bolts through the reducing sleeve on the robot, versus removing the sleeve as some do. Updated 03/08/2024. The product was returned for evaluation. The alleged complaint was confirmed that the anchor bolt was broken. The anchor bolt broke at the point it was designed to break. Breaking can occur from many things like excessive force when tightening, patient movement (seizures) during monitoring, etc. In this case, the bolts broke at removal but we are not able to determine when the damage leading to the break occurred. The calculated occurrence level matches the occurrence level present in the risk file and the resulting risk level will remain "alap". No further action is needed at this time.

Event description:
On (B)(6) 2024 two anchor bolts broke off during a seeg surgical procedure. The surgeon was required to drill around the site (location of the anchor bolt) to increase the size of the hole to remove the bolt and its smaller pieces. There was no patient harm or injury reported.